Manufacturer narrative:
A field safety notice and CAPA was initiated as corrective action. Based on the investigation, the medical device problem code a "4052 - unclear information" was changed to "1319 - inadequate instructions for healthcare professionals." Only the surgical technique is affected here; all labels and device markings are correct. This is the final supplemental report, the complaint is closed.

Event description:
It was noticed that the surgical technique for the embrace shoulder instruments - drill tower (article ref 645-081/62 &/63) have mixed-up article numbers in the overview of the instrument.

Manufacturer narrative:
A field safety notice and CAPA was initiated as corrective action.

Event description:
It was noticed that the surgical technique for the embrace shoulder instruments - drill tower (article ref 645-081/62 &/63) have mixed-up article numbers in the overview of the instrument.